Event description:
It was reported that an overinfusion occurred. The pump was thought to have been programmed at a rate of 30 ml/hr but delivered at 300 ml/hr. There was no resultant pt complication.